Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The rash described as slightly raised, little red bumps underneath the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended a cortisone cream by a physician. Follow up indicated that the patient removed the lifevest for a period of time and by using the cortisone cream, the rash healed.